Event description:
It was reported that a ventilator failure occurred. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that a ventilator failure occurred. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. No log files, service report or replaced parts has been returned for technical investigation. The root cause to the reported failure has not been established in this investigation. H3 other text : 4114.